Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), immediate placement of a dental implant was attempted. The patient's buccal bone fractured, and primary stability was unable to be achieved. The procedure was rescheduled for a future date.